Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to dislocation. Per surgeon, patient dislocated a few times, and also had psoas impingement. Surgeon removed pinnacle cup and put in a competitor cup and liner. Surgeon kept existing corail stem and placed new head on. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.